Event description:
It was reported that patient was not being able to make adjustment both with or without antenna attached. It was indicated that programmer would not do telemetry with or without antenna. The patient could not connect with her patient programmer (pp). No patient harm was reported with the event. The patient tried changing the batteries but she still could not get a connection but saw poor communication screen. The patient tried connecting without the antenna but was getting poor communication. It was indicated a day later that patient received a replacement programmer but still not able to communicate with the implantable neurostimulator (ins). The patient was not still being able to make adjustment both with or without antenna attached. The patient could get as far as they sync screen but would get the low pp battery screen when she tried to sync. The patient had some (B)(6) batteries, which she tried and which did not work. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0mc64, implanted: (B)(6) 2014, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).